Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ecgs were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt failed the functional fall-off test. Upon evaluation, the bus wire connecting the ECG c dome was open. The cause of the failure was the open wire. The root cause fo the open wire cannot be positively identified but was likely due to excessive force. No adverse event resulted from the damaged electrode belt.